Event description:
The pt underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion of baclofen for intractable spasticity related to spinal cord injury/spinal cord disease. The hcp noted the catheter was kinked. A catheter revision was performed. The hcp removed the pump and catheter in 2000, after it was determined the system was not infusing drug. The pump was returned to the MFR for analysis.